Event description:
Pt had peg inserted approx 1 year ago at another healthcare facility. While administering feeding the external portion of peg was noted to be cracked and leaking. This tube was replaced by gi physician at bedside.